Manufacturer narrative:
A complete analysis and testing of 2 sealed reservoirs showed that they are functioning properly. However, the transfer guard needles were not centered and found not to be parallel to the transfer guard body axis. Also, inspected 4 opened and used reservoirs showed that they are functioning properly. However, the transfer guard needles were not centered and found not to be parallel to the transfer guard body axis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call of having difficulties with reservoir. Customer reported of not being able to use some of the reservoirs in a box due to being able to see that the needles were broken. Customer reported that the plunger was stuck and could not move from other sensors and other reservoirs had air bubbles. Customer was educated on proper handling of the reservoir and insulin. Customer's blood glucose was unknown.